Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision and pacemaker change procedure. Upon interrogating the pacemaker, it was discovered that the device had stored episodes of atrial and right ventricular lead noise. Lead sensing, capture, and impedance were within normal range. The physician suspected that the noise may have been caused by clavicular crush of the leads. On (B)(6) 2020, the leads were capped and replace without complication. The patient was in stable condition. Related manufacturer reference number: 2017865-2020-00381.

Event description:
New information received stated that the atrial and right ventricular leads also exhibited noise oversensing prior to the lead revision procedure.